Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator door unable to open. A field service engineer cleaned microwave switches on the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager had a drawer failed. The customer reported that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.